Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge angiocath unit from lot 9054568 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed pieces of foreign mater on the cannula of the unit. The pieces were identified using ftir testing to be mostly a cellulose based material. Cellulose based materials include paper, wood, cotton, cellophane and similar materials. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the foreign matter was most likely introduced during the assembly process.

Event description:
It was reported that prior to use foreign matter was discovered in device with a bd angiocath plus 24ga x 0.75in. The following information was provided by the initial reporter: nurse discovered foreign material(black color) in needle angiocath 24g.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in device with a bd angiocath plus 24ga x 0.75in. The following information was provided by the initial reporter: nurse discovered foreign material (black color) in needle angiocath 24g.